Manufacturer narrative:
Unit received with a blank display due to corroded electronic assembly. Pcb1, motor, and battery tube assemblies are heavily corroded. Unable to perform displacement test due to the blank display. Unit received with a crack on the battery tube which extends to the top where the battery threads are located. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage and it turned off. Customer's blood glucose level was unknown. Customer reports that crack on the battery compartment. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.